Event description:
After six months of successful device use, this pt could no longer hear with their implant system. Using the appropriate diagnostic equipment it was determined that the device was not functioning according to manufacturer's specifications. Explantation and reimplantable surgery was recommended but has not been scheduled.